Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17536869l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. The impedance of the smart touch bidirectional sf catheter displayed over 200 ohm and the ablation could not be conducted. The catheter was removed from the patient¿s body and it was noted that there was clotting stuck to the tip of the catheter. The clotting was removed and flushed. However, the saline did not come out from one of the lumens. The issues were resolved by changing the catheter. The procedure was completed with no patient consequence. Per additional clarification received, it was stated that the material on the tip of the catheter appeared to be coagulum. The generator was set to power control mode. However, the other generator parameters were not known. The impedance cut off values were not reached. The system did not present any error messages. The patient did receive anticoagulation during the procedure. However, the type of anticoagulant was not known. It was not known if the patient exhibited any neurological symptoms since the procedure was completed. The irrigation issue was assessed as not reportable as intermittent or low irrigation is highly detectable by the physician. The potential that it could cause or contribute to a death or serious deterioration instate of health was remote. Since the impedance did not exceed the cut off values, it was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The clotting/coagulum on the tip of the catheter has been assessed as a reportable malfunction as it has poor adherence to catheters and transseptal sheaths. It could be a potential source of embolism.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. The impedance of the smart touch bidirectional sf catheter displayed over 200 ohm and the ablation could not be conducted. The catheter was removed from the patient¿s body and it was noted that there was clotting stuck to the tip of the catheter. The clotting was removed and flushed. However, the saline did not come out from one of the lumens. The issues were resolved by changing the catheter. The procedure was completed with no patient consequence. Per additional clarification received, it was stated that the material on the tip of the catheter appeared to be coagulum. The returned device was visually inspected and it was found in normal conditions. No sign of clotting was found in the catheter. Per the event, the catheter was tested for electrical performance, temperature comportment and generator compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not verified. The root cause of the clotting observed during the procedure cannot be determined, since there was evidence of the proper manufacturing process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/12/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).